Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the pt had a revision surgery to explant all components (femoral, tibial and insert) due to a loosening on (B)(6) 2011. He removed them and implanted some cements molds. The surgeon requested a wear analysis report on the reported insert.